Manufacturer narrative:
No additional information was provided. A supplemental regulatory report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a cardiac arrhythmia. The patient was noted to have had an episode of asymptomatic tachyarrhythmias, with their heart rate reaching 190bpm. The arrhythmia was determined to be ventricular tachycardia (vt) via electrocardiogram (ECG) readings. The patient was treated with a single bolus of amiodarone and then transitioned to oral amiodarone. A final ECG read that the patient had experienced supraventricular tachycardia. It was not determined if the vt was sustained or not.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The account reported that the patient experienced ventricular tachycardia at 190 beats per minute (bmp). The patient was treated with antiarrhythmic medication. An additional electrocardiogram (ECG) was interpreted as supraventricular tachycardia, and the account was unable to determine if the ventricular tachycardia was sustained. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.